Event description:
Information was received that while a smiths medical tracheostomy tube was in use, the suction line connector was noted to be damaged. The tracheostomy tube was replaced as a result. No patient injury occured.

Manufacturer narrative:
Device evaluation: the returned sample consists of one (1) product p/n 100/860/080 l/n unknown; the returned sample was received in used condition. During visual inspection it was observed the suction line was detached. The customer reported condition was confirmed. The most probable root causes are: during the manufacturing, excess tetrahydrofuran (thf) was applied. Lack of detection by production personnel.